Event description:
It was discovered that the 9800 sys had several error message for cine issues, low kv and ma errors, and heat warning errors. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage tank, and back-plane were replaced. The filament was re-calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.